Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Testing and inspection determined that the device issue was caused by a faulty flow block. The cause was not definitely established.

Event description:
Information was received indicating that a smiths medical pneupac® babypac¿ ventilator will not calibrate correctly. There were no reported adverse effects.